Event description:
It was reported that the arctic sun device was sent down because it was not reaching temperature. Biomed performed a calibration and it passed and the issue could not be reproduced. Per communication with biomed and tech support on 20apr2022, it was stated that the device was not being used on a patient during the reported event as it was found during calibration.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was sent down because it was not reaching temperature. Biomed performed a calibration, and it passed, and the issue could not be reproduced. Per communication with biomed and tech support on (B)(6) 2022, it was stated that the device was not being used on a patient during the reported event, as it was found during calibration.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as reported issue could not be reproduced. Biomed performed a calibration and it passed and the issue could not be reproduced. Per communication with biomed and tech support on (B)(6) 2022, the device was not being used on a patient during reported event as it was found during calibration. The device was not returned for evaluation. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.